Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d9. Evaluation: the customer's report was observed during initial testing by a zoll approved service provider. However, after disassembling the device to determine root cause, the report was no longer seen. The device was returned to zoll chelmsford. Root cause could not be firmly established due to the received condition of the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.